Event description:
It was reported that asymptomatic patient presented for routine follow-up. Multiple episodes of non-sustained lead noise were observed. The segms revealed noise and inhibition of pacing. Programming changes will be made at patients next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.